Event description:
It was reported there were high impedances on contacts 0, 1, 2, and 3 and there was lead breakage. The impedances were >10,000 ohms. The patient did not receive paresthesia in the desired area using the residual contacts, so the stimulator and lead were replaced. Only one of the ports on the stimulator was being used, and the unused port had wax in it. No patient outcome was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012, programmer model 37743 serial# (B)(4). The lead and stimulator have been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly was found. Final analysis of the lead revealed no significant anomalies, however the body insulation was cut through and the lead was segmented.

Event description:
Additional information. Following the replacement the patient was doing "great" and receiving "good" stimulation coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.